Manufacturer narrative:
B5: the lens was torn upon delivery into the eye and there was no patient injury. The problem was resolved with the implant of the backup lens. The cause of the event was due to user error. Claim # (B)(4).

Manufacturer narrative:
Additional information: h3. Device evaluation: lens returned in a micro-centrifuge vial in liquid. Visual inspection found no visible damage to lens. Claim# (B)(4).

Manufacturer narrative:
(B)(4). Work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon inserted a 12.6mm tmicl12.6 implantable collamer lens, -07.00/+4.0/121 (sphere/cylinder/axis). The lens was partly inserted and was removed, so it could be reloaded. The surgeon noted at that time that there was pigment on the lens. The reporter indicated the lens was loaded improperly. The backup lens was implanted. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.